Manufacturer narrative:
The atp console was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They installed atp console into a known working system. The system initialized. Motion generator, communication and charging readied. 2d and 3d images failed. Unable to acquire 2d and 3d images when atp pcba was installed. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power factor controller (pfc) board was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The pfc board passed visual inspection and bench test. When power was applied to the fan, the fan was fully functional. No fault found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the standalone board was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection shows component was electrically over stressed. Unable to bench test due to over stressed component. Faulty stand alone board. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and troubleshooting found a generator failure. The atp board and isolating standalone board were previously ordered after a remote troubleshooting session. The generator could not power up, several components were checked and the atp board was discarded as the cause of the failure. The isolating standalone board, x-ray relay and fuses that were found to be blown were replaced. The generator could get powered up and system started working properly. A system checkout was performed and the system was working as intended. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was having trouble starting. No patient was present at the time of the event.

Manufacturer narrative:
Additional information was added to the event description. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found a generator failures. The atp board and isolating standalone board were previously ordered after a remote troubleshooting session. The generator could not power up, several components were checked and atp board was discarded as the cause of the failure. The isolating standalone board, solid state x-ray relay and fuses were found blown during troubleshooting and were replaced. The generator could get powered up and system started working properly. The rest of the system functions were checked too and they were working as intended. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the isolated standalone board didn't receive any voltage. The system was able to start up but the x-ray bars would not get ready due to no power going to the standalone board. They found two fuses that were blown just before the board. After replacing the components the system was working as intended.